Event description:
The patient reportedly experienced popping sounds during use of her cochlear device. This was followed by overly loud sounds when attaching the external equipment and the patient was unable to use the device. Troubleshooting was performed with no resolve. Testing confirmed that the patient's device was not within specifications. The patient's device was explanted. The patient was reimplanted with another advanced bionics cochlear device.